Manufacturer narrative:
H11- manufacturer narrative: secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4)

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault with rotation. The lens was repositioned but that did not resolve the problem. In a separate surgery the lens was exchanged with a longer length and the problem was resolved. The cause of the event was reported as unknown.